Event description:
The customer returned the device for not generating an alarm when the occlusion test was performed. During the device evaluation, a torn downstream occlusion (dso) seal was identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection identified a torn upstream occlusion (uso) seal. The initial customer complaint of the pump did not generate an alarm when the occlusion test was performed was confirmed through the occlusion test. The downstream occlusion sensor was replaced to fix the issue. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration. The device, however, was placed on hold due to missing rear label.